Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time, they run the blood test. (B)(4). Note: manufacturer contacted customer on 10/20/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 100 to 150mg/dl. The customer report symptoms of dry mouth and increased thirst. Medical attention is not reported as a result of the actual blood glucose results and symptoms. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 324 and 357mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 06/19/2018 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: result 1 : 352mg/dl date: (B)(6) 2017 time: 12:02pm unknown; result 2 : 358mg/dl date: (B)(6) 2017 time: 12:54 pm unknown; result 3 : 350 mg/dl date: (B)(6) 2016 time: 9:07pm unknown; result 4 : 110 mg/dl date: (B)(6) 2017 time: 3:37pm unknown; result 5 : 136mg/dl date: (B)(6) 2017 time: 10:38am unknown. Customer is concerned with high results. Customer states she does not remember if her tests were performed fasting or non-fasting. Customer states that she does not have a non-fasting range but she does not believe her blood sugar should read over 300mg/dl even after she eats. Customer states that there was an increased on her medications. Customer had a scheduled doctor appointment on (B)(6) 2017. Glimepiride was added to her list of medications.